Event description:
Reportedly, during ICD follow-up on (B)(6) 2013, a high rv-coil impedance was observed (>3000ohm). Reportedly, the atrial lead was dislodged. On (B)(6) 2013, a re-intervention was performed. Before unscrewing the setscrew, the physician pulled the rv lead (df-1 connector) and the lead could be removed easily from the port. When the system was checked by the programmer, normal values were obtained; ventricular threshold 0.3v/0.5ms, r wave amplitude 3.95mv, ventricular lead impedance 394 ohm. Considering these observation, high impedance was probably due to the incorrect lead connection. The system (ICD and leads) was extracted: the ICD lead was removed by simply pulling it and the atrial lead was cut because the tip was stuck around svc. The distal part was extracted and disposed at the hospital. A new implantation is not scheduled yet. The subject ICD was returned for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.